Event description:
During follow-up, an increase in threshold was noted. No intervention will be performed at this time and the lead will be reviewed during an eri device exchange procedure. The patient was in stable condition.